Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-06119. It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient never lose therapy. However, surgical intervention was undertaken wherein the ipgs were explanted and replaced. Effective therapy was restored post operatively.